Event description:
Pt has had continued pain and discomfort in right hip. The pt has full range of motion of right hip but is tender with any ambulation. A right total hip revision (arthroplasty) was performed.